Event description:
Very early during a contrast injection for CT the tubing broke. This was not during a high pressure rapid injection but occurred very early during an abdomen scan at 2ml/second. The CT tech suspects the tubing failed very close to one of the connectors, but the product was not saved. The patient was rescanned with another tubing set and without incident. The tech was splashed in the face with contrast. I will provide a lot number, but no packaging was saved so it's mostly an assumption that it came from the same box currently being used. The package says it's from set source (866-388-3366) but they said the product is made by ICU medical.